Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the broken fitting on the no-foam line and cleaned up the spill on the hydro tray.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the bracket connector is broken and no-foam was leaking onto the floor from the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.